Event description:
Peripherally inserted central catheter (PICC) inserted on [date redacted]. Line used with difficulty. Order was written ~2 weeks later to remove PICC line and begin peripheral. Nurse began removing the PICC when it snapped. It was in to 13 cm and the line snapped at the entry point. An x-ray was completed, and the line was observed in place without any movement. Infant remained stable with no obvious signs of distress. Patient was transferred for interventional radiology to remove the line safely. There was no known injury to the patient.